Event description:
The customer reported the red blood count (rbc) and white blood count (wbc) baths had overflowed during shutdown causing an uncontained leak of approximately ten (10) milliliters on the coulter act diff analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection during the event. Beckman coulter customer technical service (cts) resolved the issue by assisting customer with troubleshooting.

Manufacturer narrative:
The customer found the red blood count (rbc) and white blood count (wbc) baths had overflowed due to a clogged bath drain line which caused the leak. Beckman coulter customer technical service (cts), via telephone, assisted the customer with clearing the line with bleach which resolved the issue. (B)(4).